Event description:
It was reported by the customer the device was used in a laparoscopic cholecystectomy. It was reported the clip applier was tested before it went in the pt, and appeared to work fine. The cystic duct was clipped and the clips appeared to hold, but they could not get clips to remain in place tightly on the vessels. The doctor came to the phone and reported not getting the clips to completely occlude the blood vessels. The pt started bleeding excessively and became hypertensive. The pt was opened and required 2 units of blood. Md stated there was bleeding in the area of the cystic artery. The surgeon then ligated the vessels with suture. The device was discarded.